Event description:
The customer reported that during an oophorectomy procedure, the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon used clips on each side of the device and then resected the tissue directly adjacent to the device jaws. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.